Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the pump and had insulin flow block issues. The customer reported hyperglycemia and was treated with an insulin pump. The event involved product(s) unk_disposablesensor, unk_disposables, mmt-396a, mmt-442ag and mmt-1884. The customer declined the troubleshooting. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unk_disposablesensor. No product return is required for unk_disposables. No product return is required for mmt-442ag. No product return is required for mmt-396a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest, successfully downloaded history files and traces using thump. No delivery alarm starting on (B)(6) 2025 13:10:58.000 to (B)(6) 2025 13:12:44.000 during bolus delivery on event date/two days prior from event date. No unexpected no delivery alarms noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.